Event description:
Patient underwent cataract surgery on 02/10/98, and implantation of a staar model aa-4203vf intraocular lens in the right eye. During lens insertion, the lens went through the posterior capsule. The lens was removed, a vitrectomy was done and a surgeon implanted an anterior chamber lens in the sulcus.